Event description:
System was explanted due to infection. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.